Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture and removal difficulty occurred. The 90% stenotic lesion was located in a moderately tortuous brachial cephalic vein. The vessel was very fibrotic but not calcified. The 9.0 x 40mm, 75cm gladiator balloon catheter was inflated 3 or 4 times and then a "concentric" balloon rupture occurred at 20 atms. The balloon was not able to retract into the sheath, so a small cut down was needed to retrieve the balloon. The complete balloon was removed from the patient. The balloon rupture occurred on the final balloon inflation, so no other device was needed to complete the procedure. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture and removal difficulty occurred. The 90% stenotic lesion was located in a moderately tortuous brachial cephalic vein. The vessel was very fibrotic but not calcified. The 9.0 x 40mm, 75cm gladiator balloon catheter was inflated 3 or 4 times and then a "concentric" balloon rupture occurred at 20 atms. The balloon was not able to retract into the sheath, so a small cut down was needed to retrieve the balloon. The complete balloon was removed from the patient. The balloon rupture occurred on the final balloon inflation, so no other device was needed to complete the procedure. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received partially exiting out through a 6french sheath. A complete balloon circumferential tear was found at 2.2cm distal to the distal edge of the proximal markerband. As a result of the tear it was not possible to withdraw the device from the sheath. No issues were noted with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states "do not exceed the rated balloon burst pressure." (B)(4).

Manufacturer narrative:
(B)(4).